Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for syncope and chest pain related to infection. Cultures were positive for staphylococcus epidermidis. A computed tomography angiography (cta) was performed and did not show any issues. The patient was started on (B)(6) 2024 and was planned to continue on it until (B)(6) 2024. On (B)(6) 2024 the patient's symptoms resolved and they were discharged home. The patient was monitored as outpatient on an ongoing basis.

Manufacturer narrative:
Section a2: patient age corrected. Section d4: expiration date corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.